Event description:
I called medtronic because my sensor wouldn't connect to my pump and I needed help figuring it out and I called multiple different times and was either on hold for hours or I would select the call back option and leave my name and I never received a call back. I have been having to do finger pricks which is very inconvenient considering im in (B)(6) visiting family and I still have not reviewed a call back and I did try to call two separate times today and the first time was early morning around 9ish and I never received a call back after I was given the option to leave my phone and name so this has been very frustrating because I struggle with high and low blood sugar and because of this I'm extremely tired ect. I need to be able to have my sensor working and I would honestly like an apology because there's no way I called over 8 times in the span of 2 days and nothing happened... Im very upset and so is my family if we could get this resolved that would be amazing my name is (B)(6) and if you could have them reach out and help me that would be perfect because I'm not far from reporting to corporate and bbb.. And possibly taking it further if this isn't resolved soon.